Event description:
A materials manager reported that blue fibers from a pack got in the patient's eye during a procedure. Additional information has been requested, however none has been provided to date.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of two complaints reported for this issue. This is one of two complaints reported for this issue for this custom pak lot. Review of the DHR (device history record) indicates the order was built to specification. A review of the pak components found that the pak contains a blue drape, blue cloth towels, and the back table cover. These items are potential sources for the fibers; however, without a sample this cannot be confirmed. The root cause of the customer's complaint is not known; a sample was not returned for investigation. (B)(4).